Event description:
It was reported, "patient received a burn from pad. Treatment thus far is silvadene cream."

Manufacturer narrative:
Surefit dispersive electrodes are indicated for use with only those electrosurgical generators equipped with contact quality monitoring systems (i.e. Rem, arm, nessy, etc.) During electrosurgery and provide a path for rf energy produced at the active electrode to return to the generator. The surefit dispersive electrode is for use with all patient populations providing there is sufficient surface area to ensure full contact of the electrode with the patient's skin. One (1) used device was returned to conmed complaint center for investigation. The returned device was examined in the laboratory. The dark spots on the returned device confirm the customer complaint failure mode. Visual examination of the returned dispersive electrode show human hair throughout the entire surface of the electrode. There is a definite increase in concentration of hair by all three (3) of the dark, charred spots on the electrode surface. There could be multiple of possible causes for this failure mode. Improperly assembled device could be a possible cause for the failure mode. However, in process inspection and visual checks during the production would mitigate the failure mode. The most probable cause for this failure mode could be improper pad site preparation and pad adhesion to the patient. The IFU, instructions for use, specifies, "prepare the skin at the application site according to facility protocol. If no protocol exists, clip excessive hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly". The IFU also instructs to, "apply electrode firmly, ensuring full adhesion and contact with patient's skin". The IFU warns that, "failure to achieve good skin contact by the entire adhesive surface may result in an electrosurgical burn or poor electrosurgical performance". Unable to achieve good electrode adhesion to the patient's skin, due to lack of or improper site preparation, could be a probable cause for this complaint. The quality engineering complaint investigation has not identified nor confirmed any manufacturing defects with this device; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed.

Manufacturer narrative:
The suspect device has been received at conmed corporation on (B)(6) 2012. The device was received from the end-user in a condition which makes a full analysis impossible. The dispersive electrode was received in a plastic ziplock bag with the gel and adhesive border of the pad securely adhered to the plastic bag. Removal from the plastic bag would destroy the dispersive electrode pad. When the quality engineering investigation is completed a supplemental report will be submitted.